Event description:
It was reported that during the surgical procedure the permanent cautery spatula instrument was arcing. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
H10: 67 the instrument was not returned for evaluation, therefore, the cause of the customer reported complaint cannot to determined.